Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported death appears related to intracerebral hemorrhage, and the hemorrhage is likely due to prolonged anticoagulation therapy following iabp insertion. The reported tissue injury and subsequent and subsequent unchanged mr appear to be related to procedural conditions. Death, mr, tissue injury, hemorrhage, and fatigue are listed in the instructions for use are known possible complications associated with mitraclip procedures. The reported fatigue appears to be a cascading effect of the patient effects. The reported unexpected medical intervention and hospitalization were results of case specific circumstances as the patient was placed on an intra-aortic balloon pump (iabp) and remained hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with small left ventricle (lv), papillary muscles very high on lv wall, dense sub valvular structures, and a medical history of previous coronary artery bypass graft (CABG) and left ventricular ejection fraction (lvef) of 20%. A mitraclip xtw (50609a1110) was inserted and advanced to the left ventricle (lv). However, while in the lv, difficulties visualizing the clip occurred, the clip became caught in chordae and caught on the anterior mitral leaflet (aml). Troubleshooting was performed, and the clip was removed from the chordae. However, a leaflet perforation was observed. It was noted that the gripper most likely caused the perforation. The clip was deployed on the leaflets. To further reduce mr, a second clip, a mitraclip xtw (50707a1035 ) was inserted. However, the clip was unable to reduce mr, and a decision was made to remove the clip. It was noted that it was possible that the second clip may have caused the perforation of the leaflet to enlarge. The clip was removed, and the procedure was discontinued. The mr remained at a grade of 4. Post procedure, the patient was placed on an intra-aortic balloon pump (iabp) due to poor left ventricle ejection fraction (lvef). Post procedure, overnight, the patient became drowsy and had suffered an intracranial hemorrhage. In the physician's opinion, the cause of the intracranial hemorrhage was due to possible heparin being used for prolonged iabp support post clip procedure. It was noted that the family has refused surgical intervention. On (B)(6) 2025, the patient died. The cause of death was due to intracerebral hemorrhage. It was noted that the clips were stable on the leaflets. In the physician's opinion, the mitraclips did not cause or contribute to the patient death, and anticoagulants increased the risk to the intracerebral hemorrhage.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with small left ventricle (lv), papillary muscles very high on lv wall, dense sub valvular structures, and a medical history of previous coronary artery bypass graft (CABG) and left ventricular ejection fraction (lvef) of 20%. A mitraclip xtw (50609a1110) was inserted and advanced to the left ventricle (lv). However, while in the lv, difficulties visualizing the clip occurred, the clip became caught in chordae and caught on the anterior mitral leaflet (aml). Troubleshooting was performed, and the clip was removed from the chordae. However, a leaflet perforation was observed. It was noted that the gripper most likely caused the perforation. The clip was deployed on the leaflets. To further reduce mr, a second clip, a mitraclip xtw (50707a1035 ) was inserted. However, the clip was unable to reduce mr, and a decision was made to remove the clip. It was noted that it was possible that the second clip may have caused the perforation of the leaflet to enlarge. The clip was removed, and the procedure was discontinued. The mr remained at a grade of 4. Post procedure, the patient was placed on an intra-aortic balloon pump (iabp) due to poor left ventricle ejection fraction (lvef). Post procedure, overnight, the patient became drowsy and had suffered an intracranial hemorrhage. In the physician's opinion, the cause of the intracranial hemorrhage was due to possible heparin being used for prolonged iabp support post clip procedure. It was noted that the family has refused surgical intervention. On (B)(6) 2025, the patient died. The cause of death was due to intracerebral hemorrhage. It was noted that the clips were stable on the leaflets. In the physician's opinion, the mitraclips did not cause or contribute to the patient death, and anticoagulants increased the risk to the intracerebral hemorrhage.